Event description:
Device issue: none. Time of adverse event: during the procedure/one day post procedure. Adverse event: vessel perforation/death. It was reported that the pt had cardiac catheterization of the left anterior descending artery (lad) on (B) (6) 2010. During the procedure, a 3.0 x 18 mm xience v stent was deployed in the proximal lad. During post dilatation of the xience v stent a vessel perforation occurred. A graftmaster stent was used to treat the perforation with no reported issues. Pericardiocentesis was done in the cath lab. However, the pt went into cardiac arrest. Advanced cardiac life support (acls) was initiated and the pt was put on intra-aortic balloon pump (iabp). The pt was immediately taken to the operating room. The pt underwent CABG surgery to repair the lad artery; with a saphenous vein from lad to aorta. After bypass the pt remained in critical condition, was put on extracorporeal membrane oxygenation (ECMO) machine and was sent to ICU with the chest open. The pt continued to bleed from the chest and blood products were given. The pt arrested at 12:10 on (B) (6) 2010 and expired at 12:55 (B) (6) 2010. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info. The jostent graftmaster 3.5 x 16 (part# 12745-16/lot#577113) is being filed under a separate MFR number.